Event description:
The customer reported that the 840 ventilator stopped cycling. It is unk if there was pt involvement. The customer reported to have replaced the breath delivery cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).